Event description:
It was reported that the patient presented for device upgrade. Noise was noted on the lead. Externalized conductors were found via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
Internal abrasion breaching the re lumen was noted at 7.5 to 8.0cm, 10.0-10.1cm, 10.8-11.0cm, and 14.9-15.3cm from the distal tip. Internal abrasion breaching the rv lumen was noted at 10.0-12.3cm and 13.7-13.8cm from the distal tip. The etfe insulation on the conductors was damaged and inner coil lumen was breached. Internal abrasion breaching the svc lumen was noted at 25.5-26.2cm from the distal tip. External abrasion breaching the rv lumen noted at 42.4 to 42.5cm, consistent with friction to another device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.